Event description:
The lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a cosmetic depression while in vivo. In addition, the outer insulation of the lead was observed to have blood ingression. Product ID adsr01 implantable pulse generator (ipg) implanted: 2013 (B)(6). (B)(4).